Event description:
It was reported that the chronic left ventricular (lv) lead dislodged and had no capture. The chronic lv lead was explanted and replaced. After the replacement lv lead was placed it dislodged while slitting. The replacement lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors were stretched and had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted apparent explant damage. (B)(4) the full lead was returned and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed).